Event description:
Customer notified ocd blood bank technical specialist (bbts) of a pt with a potential delayed hemolytic transfusion reaction. Ocd complaint handling unit (chu) received info. Transfusion facility reported pt had a negative pre-transfusion antibody screen test and tolerated the transfusion of 4 units without any adverse symptoms. Twelve hours after the transfusion, pt was jaundiced with elevated bilirubin and decreased haptoglobin levels. Transfusion facility performed investigation but results were inconclusive. Pt's sample was sent to a reference laboratory where anti-k (igm) was identified. One of the four units transfused was k+. Multiple attempts have been made to obtain lot # of gel cards involved. On all occasions customer indicated to chu that it was not a good time to discuss the case.